Event description:
No further event information available at the time of this report. Investigation results for the fractured implant (tmt4b11) in h10.

Manufacturer narrative:
This report includes results frrom the fractured implant (tmt4b11). Additional investigation results for the unable to placed implants were reported under MFR# 0002023141-2020-01447and 0002023141-2020-01448. One imp tm 4.1mm mtx full, 11.5mm (tmt4b11), one imp,tsv,6.0,10,mtx,mg (tsvt6b10), and one imp,tsv,4.7,8,mtx,mg (tsvtwb8) were returned for investigation. Visual evaluation of the as returned product identified that the trabecular metal implant was fractured at the bottom feature below the tm shell. The part was reviewed by manufacturing sme, and no nonconformance regarding the weld was alleged. The other two implants showed minor signs of wear from use. The un-fractured product matched print specification where measured no pre-existing conditions were noted on the per. The reported product was located on tooth # 31 (universal) and all three were removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 1229524. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The tm weld passed torque specification when measured with test coupon. Complaint history review was performed for the reported lot number (1229524) for similar event and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture & unable to place in osteotomy) or product (tmt4b11, tsvt6b10 & tsvtwb8). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following evaluation of the returned implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Additional PMA/510(k) number: k113753, k112160. This report is intended to report the first implant that fracture during implant placement.

Event description:
It was reported that implant (tmt4b11) fractured during implant placement at tooth location 31. Fractured implant was removed and clinician attempt to place another implant and it lack of primary stability and was removed. A second implant was attempt to place a without success due to lack of stability. Finally doctor removed the implant and decided to place bone graft.